Event description:
It was reported that during an atfl procedure, the distal end protrusion of the qfix mini suture anchor fell off from the handle when twisting the handle and when the shaft was inserted into the bone hole. The dislodged part was removed from the patient. The procedure was completed with a smith and nephew back up device with no surgical delay. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned in original packaging. The anchor was not visible in the insertion tube. Bio debris is inside the tube. One of the sutures was still run through the cannula to the ratchet handle. The cleat assembly had been removed with one of the sutures. The removed suture has been worn/frayed where it had attached to the suture. A functional evaluation could not be performed due to the condition of the device. The device was disassembled to verify the missing anchor and the suture still partially inside the device. The anchor was not returned. The second suture is also worn/frayed where it had attached to the suture. This failure has been determined to be related to the reported event a review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force on the device. Based on this investigation, the need for corrective action is not indicated.